Event description:
On december 30, 1991 patient underwent posterior cervical fusion with songer cables and allograft. Follow-up evaluation in early march revealed that both cables had broken. At that time, it was decided to wait to see if patient's fusion would become solid despite what had happened to the cables. Patient experienced increasing amounts of cranial cervical pain in late march which she could not tolerate without a repeat fusion. On april 1, 1992 the broken cables were removed and new songer cables were placed, this time with two on either side. The follow-up film before discharge showed excellent placement of all four wires.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.